Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pulley cover of maryland bipolar forceps instrument had thermal damage. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the maryland bipolar forceps instrument was inspected by nurse prior to use. It was unknown if instrument had damage or anything out of ordinary. Thermal damage on instrument was observed during the procedure. Arcing was not observed during the procedure. No patient injury was reported based on the initial information.

Manufacturer narrative:
The maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument does not show damage to the conductor wire.

Event description:
Refer to h11 for follow-up information.